Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The device was unable to prime during prime/a33 test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test.device had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was performed. The device was returned for analysis.